Event description:
It was reported that a (B)(6) male patient (157cm, (B)(6)) underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cerebral infarction requiring surgical intervention. On (B)(6) 2021 this event was reported from the physician during an ablation procedure. The patient who underwent atrial fibrillation ablation on (B)(6) 2021 developed cerebral infarction one day after the surgery. Past patient's history: cerebellar infarction in 2011. The patient had a transient language disorder, but was followed up, and was discharged from the hospital on (B)(6) 2021. Non-serious (moderate/minimal). The physician commented that the patient had a history of cerebral infarction in 2011, so the event was not related to the product. No abnormalities were observed before use of the products. Additional information was received on the event on 29-nov-2021. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. The physician commented that the patient had a history of cerebral infarction in 2011, so the new cerebral infarction was not related to the product. Antithrombotic agents were withheld for the ablation procedure. During the ablation procedure, activated clotting time (act) was managed appropriately. The delayed restart of antithrombotic agent after the end of the procedure might have caused the cerebral infarction. The medical intervention provided was endovascular thrombectomy. The patient outcome of the adverse event is fully recovered. The patient was discharged from the hospital on (B)(6) 2021. It was not reported extended hospitalization was required. There was no evidence of char or blood thrombus/clot during the procedure. It was not reported that inappropriate catheter settings were conducted without instructions for use (IFU). It was not reported that inappropriate use of pump was conducted without IFU.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30604519l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).